Event description:
It was reported by the patient that while using a chainsaw it "felt like a pin sticking the [patient] in pacemaker area." The patient was referred to see the cardiologist if there continues to be a concern. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2012.